Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on bolus, escape, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump button bolus. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.